Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and meter/unable to connect. Customer's blood glucose level was 600 mg/dl. Customer performed to troubleshoot for meter/unable to connect and customer successfully able to sync meter to pump. Customer could not to troubleshoot for high readings. The insulin pump will not be returned for analysis.